Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver clonidine [571.5 mcg /ml] at 200.31 mcg/day, and bupivacaine [20 mg/ml] at 7.010 mg/day, indicated for spinal pain. It was reported that an active motor stall was seen at initial interrogation. The patient had not recently had an MRI (magnetic reso nance imaging). The event date was reported as (B)(6) 2018. The pump status and/or event log report indicated a motor stall and ¿stopped pump period may exceed tube set¿ message had occurred. The caller stated that she sees the pump had a motor stall back on (B)(6) 2017 that recovered 59 minutes later. It was confirmed that the motor stall at that time was due to an MRI. It was stated that the current motor stall was not due to MRI, emi (electromagnetic interference), or magnets; and it was confirmed that there was no emi/ magnetic sources present. The caller was redirected to follow-up with the patient's healthcare provider to review motor stall considerations. No patient symptoms were reported. It was stated that the patient was in the hospital from (B)(6) 2017 to (B)(6) 2018, and has been in a nursing home from (B)(6) 2018 until the present ((B)(6) 2018). No further complications were reported/anticipated.

Manufacturer narrative:
H3: the pump was returned and analysis identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Patient code (B)(4) no longer applies. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative. It was reported that the patient had repeated motor stalls that did not recover. It was reported that the patient had went through withdrawal symptoms because the pump had stalled. The event date was noted as (B)(6) 2018. Surgical intervention occurred, the pump was replaced. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was reported that as diagnostics/troubleshooting performed, the clinic read the pump logs and noticed a motor stall had occurred. As an action/intervention taken to resolve the issue, a pump replacement was scheduled and completed on (B)(6) 2018. At the time of the report, it was indicated that the issue was resolved. The patient's status was listed as ¿alive ¿ with injury,¿ as the patient stated they went through withdrawal symptoms. The patient¿s medical history and weight were asked, but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was reported that the pump contained bupivacaine (concentration and dose unknown).the return status of the device was unable to be determined; it was noted that the hospital had possession of the explanted pump, and had been notified that the product should be returned. No further complications were reported or anticipated.